Event description:
A baxter engineer reported a pump with a failure. This failure occurred during bio-med testing. It is not known what failure occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.